Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. It was observed that the lp initially failed to separate from the catheter. It was further noted that there was difficulty in loading the lp onto a second catheter. The procedure was completed using an alternate lp on (B)(6) 2026. There were no patient consequences.